Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that four years ago somebody had missed a patient¿s elective replacement indicator (eri) and then missed the patient¿s end of service (eos). It was not known what medication the device system delivered. Further attempts were made to clarify the event and patient, however, no further details were available.